Event description:
It was reported that the side of the retractor of solis distractor blade was broken during the instrumentation of cervical peek (solis) cage at (B)(6) hospital, neurosurgery department. The broken part was removed from incision area. The surgery was completed with the retractor kit which was present in the hospital. No adverse consequences were reported.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the fracture mode was determined to be intergranular, a consistent fracture mode for a higher hardness. Conclusion: the hardness out of specification is only believed to be a contributing factor to the breakage.

Event description:
It was reported that the side of the retractor of solis distractor blade was broken during the instrumentation of cervical peek (solis) cage at (B)(4) hospital, neurosurgery department. The broken part was removed from incision area. The surgery was completed with the retractor kit which was present in the hospital. No adverse consequences were reported.